Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.

Event description:
It was reported that, x-rays show loosening of implants.